Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otp.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otp. Submissions for product codes otn and pah can be found under manufacturer reports numbers 3005099803-2014-02412 and 3005099803-2014-02415.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otp.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otp. Submissions for product codes otn and pah can be found under manufacturer reports numbers 3005099803-2014-02412 and 3005099803-2014-02415.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otp. Please see attached spreadsheet for the bimonthly submission due (B)(4) 2014. Submissions for product codes otn and pah can be found under manufacturer reports numbers 3005099803-2014-02412 and 3005099803-2014-02415.